Manufacturer narrative:
Additional information received by smiths medical on 04-jan-2021 via email that there was no patient involved. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be good condition with scratched screen. Event history log review was performed and found evidence of reported problem. According the investigation, the pump motor was activated, and the device went into error 1870. The investigation replaced the pump motor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with error 1872. There were no reported adverse events.